Event description:
It was reported that vessel perforation occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 6fr non bsc guide catheter was introduced in the left main artery and was advanced in the lad. After a non bsc guide wire crossed the lesion, a 2.75x12mm non bsc balloon catheter was advanced for predilation. Then a 32x2.75mm synergy¿ stent was deployed in the lesion at 12 atmospheres and was well apposed to the vessel wall. A 3x8mm and a 3x15mm non-compliant (nc) balloon catheters were then used for serial post dilation of the recently implanted stent for better apposition. Then a 3x22mm non bsc stent was deployed to the lesion and overlapping the proximal segment of the 32x2.75mm synergy¿ stent. However it was noted that there was a perforation at the overlapping segment of the two stents. The physician noted that the mild calcium "spec" might have contributed to the perforation. A 2.8x26mm non bsc covered stent was deployed to treat the perforation and the procedure was completed. No further patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).